Event description:
On (B)(6) 2009, patient reported she thought she saw a small air bubble in the tubing, during priming, the air bubble eventually worked its way out of the tubing and insulin flowed freely. Patient is new to pump therapy and all of her supplies have been in use for about 18 hours total. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested. On follow up call on 10/29/2009 patient stated she does not have the lot number or use by date of the infusion set. She stated that everything has been working fine since she called.

Manufacturer narrative:
No product will be returned for evaluation.